Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The evaluation confirmed a downstream occlusion test failure due to a failed downstream sensor. The downstream sensor was replaced.

Event description:
It was reported that a pump failed a downstream occlusion preventative maintenance test. It was also reported there was no pt involvement.